Event description:
This report is based on information provided by a philips remote service engineer (rse) philips asp (authorized service provider) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the therapy is not functioning. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).